Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was a gray foreign material on the rubber stopper. To aid in the investigation, one sample in an opened packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed, and the syringe rubber stopper has embedded foreign matter located at the center of it. The two photos provided show the sample received. No other defects or imperfections were observed. This defect could occur as the result of the rubber stopper molding process. The stopper was sent to the supplier for additional analysis. A device history record review was completed for provided material number 302830, lot 2298580. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Discovering foreign material. A gray foreign material on a rubber stopper.

Manufacturer narrative:
Pr (B)(4)- initial MDR submission. A follow up MDR will be submitted if a device evaluation and/or device history review is completed. Patient problem code: f26 ¿ no health consequences or impact. Device problem code: a180104 - device contamination with chemical or other material.

Event description:
Discovering foreign material. A gray foreign material on a rubber stopper.